Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the cardiac arrhythmia treatment was completed by using another monitor on the gantry. The philips field service engineer (fse) inspected the system onsite was unable to replicate the reported issue, where the system monitor was not displaying. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that one of the system's monitors was unable to display, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.